Manufacturer narrative:
The lot number was provided for the malfunction; therefore, a lot history review is currently being performed. The device was not returned but medical records and images were provided for review. The investigation is inconclusive as there was no device deficiency identified. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced obstruction within device, malposition of device, and patent device interaction problem. This information was received from one source. The malfunction involved a patient with no reported patient injury. The male patient weighs (B)(6) lbs and age was not provided.